Manufacturer narrative:
Concomitant medical products: 419378 lead and 5076-52 lead implanted:(B)(6) 2005 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high rate non-sustained episodes and elevated sensing integrity counter (sic). The following day the lead exhibited oversensing and noise resulting in inappropriatedetection and therapy. Additionally, the lead triggered a warning for undefined high pacing impedance. The lead was suspected to have a low voltage fracture. Prior to detections programmed off, a magnet was placed over the device to prevent further inappropriate shocks. Several days later, the lead was capped and replaced. The cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced on the same day for an unknown reason. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the crt-d was due for a generator change at the time of the rv lead replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.